Event description:
Philips received a complaint from the customer indicating that the v60 ventilator had a power supply failure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The device was serviced by a service engineer (se); however, no details were documented regarding the power failure. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the allegation, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.